Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. Implant date: if implanted, give date: not applicable, as lens was removed in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed in the initial surgery. Device evaluated by MFR: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into patient's right eye, however, was removed in the same procedure as the eye bag collapsed. The incision was enlarged, vitrectomy was performed and sutures were placed. No replacement lens was placed and the patient was left aphakic. It was indicated that the patient is unsure about their outcome. The original lens was discarded. No other information was provided.